Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll had leakage. Incident or problem information reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2026 type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use). Level of harm: no apparent harm - reached the patient/person - inconvenient optional report to: yes. Incident details: when pushing rocuronium, the drug leaked out of the side of the syringe. Device information device name/description: syringe luer lock tip 5ml. Manufacturer manufacturer code/model: 309646 serial or lot number: (B)(6) expiry date: 2030-11-30. Supplier: supplier/catalogue number: 308-309646 is the device retained? Yes number of devices: 2 wiped, contained, labelled? Wiped, doubled bagged (if consumable), and labelled as per instructions. Investigation request expected type of investigation: actual device tested; lot review ¿ are you noticing a trend with cracks/leaking from the syringe where the medication rocuronium is identified? E-mail address for person holding device: site shipping address: clinical contact information. Primary clinical contact (cc on final report): manager (cc on final report): filing reference ID: (B)(4).